Event description:
The hcp reported that the patient went to the emergency room complaining of back pain and spasm, and "feeling like he couldn't move". The patient was admitted to the hospital for pain treatment. The patient was seen by the hcp and put on oral and transdermal pain medications. The trial lead was explanted the next day when the patient became febrile. An infection work-up was done which came back negative. A gallium study was performed a week after the patient was admitted which revealed no abnormal activity in the spine. The patient was discharged ten days after he was admitted. The patient had a follow-up visit with the hcp two days after he was discharged from the hospital. At this time, the hcp discussed with the patient that he was not a good candidate for stimulator therapy. The patient is considering other treatment options for his chronic pain.